Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, video-assisted thoracoscopic surgery lobectomy, on an anterior branch vessel of left superior pulmonary, the device did not fire. The case was completed after replacing with a new device to complete firing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.